Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 07, 2023.

Manufacturer narrative:
Per the clinic, the patient was hospitalized twice (specific date not reported) due to unspecific medical reasons. This report is submitted on november 10, 2023.

Manufacturer narrative:
This report is submitted on october 13, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to complaints of pain and electric current sensations. It is unknown if there are plans to re-implant the patient with a new cochlear device as of the date of this report.